Event description:
Boston scientific received information that this left ventricular (lv) lead was removed from service due to a fracture. No adverse patient effects were reported. Additional information received from the local sales representative states that there was no capture and impedances were greater than 2,000 ohms.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.